Event description:
During a procedure, it was alleged that the bipolar forceps instrument was no longer becoming energized. The surgeon removed the forceps and replaced it with a like instrument. The same problem occurred with the second instrument. Due to the instruments only being intermittently energized, the procedure was converted to an open laparotomy procedure.